Event description:
A xience 3.0/24mm was placed in #11. Then, the orsiro mission was inserted more distal. However, the xience stent in front got caught, resulting in the orsiro mission stent becoming frayed (deformed), and it was not possible to reach the lesion. The stent could not be placed. The facility did not have the same size, so the orsiro mission could not be reselected, and the procedure was completed using another stent.

Manufacturer narrative:
Combination product: yes. The complaint device was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy (i.e., previously implanted stent).